Event description:
Pt was sent from nursing home to physician's office with malfunctioning feeding tube. Parts of the y connector on the peg tube had "broken off" or "disintegrated." As the physician was replacing the y connector the tube snapped in two parts. He feels this is obviously a defective product with perhaps inferior silicone materials being used. The peg tube is still in the pt but the physician is very concerned that it may need to be replaced soon as it is most likely defective as well. This will add additional hospitalization costs and could be very harmful to the pt.